Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 10/10/2017. Device returned to manufacturer? Yes. The sample was evaluated. The plunger was not advanced nor locked as required. Inspection at 10x under microscope magnification was performed. The device was observed handled, and the cartridge tip was observed deformed. The lens was not received out of the device or inside the cartridge. There were no viscoelastic residues observed inside the cartridge. The reported complaint was confirmed. One probable cause could be that the lack of viscoelastic causing friction/resistance, which may lead to deformation of the cartridge. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, there is no indication the lens was implanted. If explanted, give date: not applicable, there is no indication the lens was implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens box of a pcb00 12.5 diopter intraocular lens (iol) had a note on it stating the tip was bent. Reportedly, this was during handling, but prior to insertion. No additional information was provided.